Event description:
A medtronic representative in (B)(6), reported the inav system's camera had passive reduced volume and requested a replacement, but was still functional with axiem. This event was reported outside the operating room and no patient was present.

Manufacturer narrative:
No patient was present at the time of alleged malfunction. The initial report was received on (B)(4) 2012 and found to be a non-reportable malfunction based on the information available. On (B)(6) 2012, new information was available during the returned device evaluation and the decision was changed to a reportable malfunction. The position sensor unit (psu) would not track beyond four feet during functional testing. Too few markers were identified to run the accuracy assessment kit (aak) test. The psu was out of calibration.